Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 38 mg/dl with unsteadiness when standing and/or walking and blurred vision associated with an inaccurate delivery issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose did not match the active basal program total. There was no known cause for the variation. Also during troubleshooting, it was revealed that the basal history matched the active basal program settings. This complaint is being reported because the patient allegedly experienced hypoglycemia based on the alleged inaccurate delivery of insulin.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the basal total daily dose history appeared to be inaccurate due to an occlusion alarm on (B)(6) 2014 at 10:52; the force at the time of the alarm was high. The alarm was confirmed within 1 minute; however, delivery did not resume until the pump was primed at 12:43. The basal and boluses correctly added up to equal the total daily dose. The pump passed a delivery accuracy test and was found to be operating within required range and delivering accurately. The pump was exercised for 24 hours with the returned battery cap with no errors, alarms or warnings occurring at that time. The original complaint could not be duplicated. Unrelated to the original complaint, the display had a pinkish contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.